Event description:
It was reported that bd alaris pump module infusion set was under infusing the following information was received by the initial reporter with the following verbatim: it was reported by customer that they often have to add volume because of volume leftover when the infusion should have ended. Noting it is hard ¿ even though the IV label says the total volume (including overfill) is 290ml, sometimes it is actually 330ml, so the clinicians will change the vtbi based on their experience to prevent having to add volume at the end of the infusion. However, sometimes they feel this is causing the infusion to go faster than expected because changing the volume changes the rate. For example if the 290ml IV bag is running over one hour but they change it to 330ml because usually they have to add 40ml to prevent volume being leftover then they are technically infusing the chemo at a faster rate than intended because the rate is changed to 330ml/hr. The clinician stated that it would technically infuse slower than intended e.g. Over 70-75 minutes instead of one hour due to what they add to the vtbi. Clinicians also state they have the opposite problem, they will overestimate the volume and the infusion will finish 10 minutes faster than expected. The chemo is on a short set ref# 10942011 and the line is primed with saline, clinicians do not have a process to move the chemo to the end of the line before starting the infusion. Cpc discussed moving the chemo down to the end of the line with the pump before starting the infusion to help with infusion time accuracy. For blood infusions clinicians pump prime the blood to the end of the line; for ivig, clinicians will underestimate the volume to avoid ail since they hang subsequent bottles. Cpc discussed optimizing flow accuracy ¿ IV device set up, set loading, etc.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.